Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement. Pump powered up properly after battery installation. No blank display noted. Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the insulin pump had display was blank. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.